Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out, fluoroscopy of the right ventricular lead showed externalization of conductor cables at two different sites along the lead. For the time being the lead was just being monitored. The patient was stable.